Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 280 units of insulin. Reportedly, the customer reloaded the cartridge and resumed insulin delivery. In addition, the customer reported the insulin gauge remained static at 105 units despite the pump being in use. The customer's blood glucose was 120 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.